Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations did not confirm/replicate the customer reported complaint. The analysis summary stated that image was visible in both eyes. The endoscope cable was received with visual damage to the integrated cable close to the housing. The attached endoscope adapter (aea) was found to be damaged.

Event description:
It was reported that during a da vinci-assisted procedure, it was reported that the 30-degree endoscope plus has an inverted image. The procedure was completed with no reported injury.